Event description:
The reporter stated an eyeonics lens tore during loading. The lens was not used and there was no pt contact. It was the surgeon's opinion that the likely cause of the iol damage was due to the mtc-60c fp cartridge.

Manufacturer narrative:
Evaluation results (other): a cartridge lot number search was performed, and four similar complaints were found. An injector lot number search was performed and eight similar complaints were found. Conclusions (no conclusion can be drawn): based on the complaint history and the lot number searches, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.